Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate therapy due to far-p oversensing. It was discussed to confirm appropriate lead position via chest x-ray and perform programming changes. No further information was reported.

Event description:
New information noted chest x-ray was performed which revealed the right ventricular lead was dislodged and retracted back in the right atrium. No programming changes were made. The lead was removed and replaced on (B)(6) 2018 with no further complications. The patient was stable post-procedure.